Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v002699, implanted: (B)(6) 2006, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 74002, lot# n267588, implanted: (B)(6) 2011, product type: adapter; product ID 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on 3 different occasions the implantable neurostimulator (ins) had increased stimulation on its own while the stimulation was turned on. The last time this occurred was the day prior at approximately 6:30 pm. The patient was sitting at a computer desk, and felt the increase, and then saw the amplitude was higher than previous set. The manufacturing representative reprogrammed the ins and created group c. It was noted that the patient experience the issue with group a; program 1: 0-, 3+, settings: 1.3v, 390 pulse width, 50 hz; program 2: 5+, 6-, settings: 1.2v, 300 pulse width, 50 hz. The patient had group b but noted he could not feel it and didn¿t use it. New group c; program 1: 0+, 1-, 2-, 3+, settings: 2.9v, 330 pulse width, 60 hz; program 2: 5+, 6-, 7+, settings: 2.3v, 330 pulse width, 60 hz. It was noted that no further actions were planned. The patient would keep track of any stimulation issues in a journal. There was no 50% or greater symptoms reduction. He still had pain, but stimulation was on.

Event description:
It was reported that the patient had overstimulation. It was noted that the stimulation increased to a different voltage without the patient changing anything. It was noted that the manufacturer representative interrogated the device which therefore update the implantable neurostimulator (ins) software. It was noted that impedances were checked and the patient had an open circuit on contact 4 which was not being used by the patient¿s programs. It was noted that reprograming was performed. It was noted that there were no further patient symptoms associated with the event and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient could not make adjustments with the antenna attached. The stimulation was turning off and increasing amplitude on the patient. This had happened 8 times in the 3 weeks prior to the report. The patient had their device checked by a manufacturer representative 2-3 weeks prior to the report and everything was normal except the 2 contacts which weren't being used but that had been known for a while. The level would increase and then the patient would take it down to a more comfortable level. There was no known accident or incident related to this event other than the patient going through the scanner at the airport in (B)(6) 2013. The issues with the patient programmer started about june 2013 when they flew to portland, oregon and they were forced to go through a full body scanner. The device shut down at that time. The implantable neurostimulator (ins) was getting harder to find with the patient programmer and sometimes they needed to try 4-5 times to get communication with the antenna attached. The patient also had a hard time getting communication without the antenna.